Event description:
It was reported that within the past two months, the patient experienced a sudden increase in pain in the low back area (where chronic pain is located), and the pump did not appear to be working as effectively. A dye study was performed on (B)(6) 2012 and the catheter could not be aspirated. The patient was given a 2mg bolus, however did not receive pain relief. The catheter appeared intact visually, and it was confirmed that the pump was functioning properly. The patient is receiving infumorph at a concentration of 25mg/ml and a dose of 12mg/day. The system remains in use, and the patient is scheduled to see the md on (B)(6) p12.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_cath, implant (B)(6) 1993, (B)(4) implanted: (B)(6) 1993,product type: catheter. (B)(4).